Event description:
A cardioquip (cq) customer submitted a hpc test for this unit due to suspected device contamination. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2025, indicating device contamination.

Manufacturer narrative:
A cardioquip customer submitted a hpc test for their device due to suspected contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to participate in cardioquip's trade-in program.